Event description:
It was reported that the transmission "failed to process." Further investigation indicated that the clinic was informed about the transmission failure and was directed to bring the patient into the clinic for a programmer interrogation or to send another monitor. The monitor had previously sent successful transmissions. Product status is unknown. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.